Manufacturer narrative:
(B)(4). The insulin pump was received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected alarm and flashing lines anomaly due to blank display. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had recurring unexpected restart alarms during normal use. Blood glucose level at the time of the incident was 128 mg/dl. The issue was not resolved through troubleshooting. The insulin pump was not replaced or returned for analysis.